Manufacturer narrative:
Initial and final MDR (B)(4) - device 9 of 10.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced ten infusion set cannula kinked event leading to hyperglycemia on 19-feb-2025. The event occurred within three or more hours of insertion. The insertion site was abdomen, upper buttocks, inner arms, and thighs. The infusion set was in use within twenty-four. The blood glucose level was 680 mg/dl and the patient was treated with correction injections via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.